Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown guide/compression/k-wires/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent open reduction/internal fixation surgery for a fracture of the distal end of the left radius. Four distal pins and proximal a 2.7 cortical screw were used for the entire fixation. After that, some fluctuation in the distal radial side was observed on the c-arm. Screw insertion and reduction were retried repeatedly, but the situation was not fixed. Therefore, the implant was taken back and inserted from scratch for exact location. The surgery was completed successfully with an additional 40 minutes. According to the surgeon, the distal radial bone edge was cracked during reduction and implant fixation. The patient outcome was reported to be stable. No additional medical intervention was required. This report involves one unk - guide/compression/k-wires. This is report 3 of 6 for (B)(4).